Event description:
It was reported the patient's stimulation device was being explanted. The reason for the device explant was unknown. No patient symptoms were reported. Additional information has been requested, but was not available on the date of this report.